Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (5 mg/ml at 2.935 mg/day) and bupivacaine (6 mg/ml at 3.5202 mg/day) via an implanted pump. The patient¿s medical history included breast cancer. The indication for pump use was cancer pain. On (B)(6) 2020 the hcp reported that last year before (B)(6) 2019 (actual date unknown) the patient had missed a pump refill and the pump went empty. The pump was refilled. The patient then missed a refill and the pump went empty for a second time on (B)(6) 2020. The pump was refilled. Per the hcp, the patient had breast cancer and it was difficult for her to get to appointments. On (B)(6) 2020 the pump motor stalled and recovered and then stalled again and had not recovered. Per the hcp, there was no emi (electromagnetic interference) or MRI. The hcp was wondering if the pump going empty twice could cause the stalls. No patient symptoms/complications were reported related to the pump going empty twice; however, the patient did have withdrawal symptoms related to the motor stalls. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that they discovered (or the patient discovered) that the pump was beeping on the friday before (B)(6) 2019. He stated that the patient had accidentally let it run dry and then it stalled. He stated that they interrogated it on that friday and had the patient come back a few days after that to interrogate it again. After the second interrogation they spoke to the local representative who said with the motor stall the pump would probably not recover so they put it on a simple trickle rate only because it would intermittently turn on and off. He stated they scheduled her for an explant and explanted the pump on (B)(6) 2020. No further complications were reported regarding the event.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. The previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The evaluation code method has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative. The rep reported the patient let the pump run dry on (B)(6) 2020 for approximately 6 days and the pump stalled on (B)(6) 2020. The pump was refilled and reprogrammed without success. The stall recovered on (B)(6) 2020, and stalled again on (B)(6) 2020. The stall exceeded 48 hours on (B)(6) 2020. The patient experienced withdrawal and a return of pain. The pump was replaced when it was explanted on (B)(6) 2020. The issue was resolved at the time of the report, (B)(6) 2020. It was indicated the rep was in possession of the device and planned to return the pump to the manufacturer for analysis. The patient's status was provided as alive - no injury. No further complications were reported regarding the event.